Event description:
The international customer reported the ventilator alarmed and shutdown during normal ventilation operation without any prior alarm. The customer reported the ventilator was in use and the patient was placed on another device. The customer initially reported the patient suffered no physical injury but later reported the patient expired later in the night. The manufacturer's service representative reported extended self testing of the ventilator was performed and passed. The service representative reported the backup battery was not functional. Review of the device diagnostic history noted a code that occurred post-event, which indicated when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The service representative reported a quote for service has been submitted to customer. Completion of service and repair is pending customer approval.

Manufacturer narrative:
Quote for repair submitted to customer; completion of service pending.

Manufacturer narrative:
Supplemental report

Event description:
Customer declined to repair unit and has stopped using it.